Event description:
The coil failed to detatch, after 3 attempts it was withdrawn.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the coil failed to detach after three attempts. Therefore, it was withdrawn. Additional information received indicated that pre-deployment test was not performed due to the lights on the detachment box indicating good connection. Unknown what type of microcatheter was used. The detachment button was pressed four times before the coil was safely withdrawn. There was no stretching or unintended detachment that occurred during the process of withdrawal. Unknown if the cable or dcb were replaced in an attempt to detach the subsequent coils. Unknown if noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. Unsure if repositioning necessary once the coil was placed in the aneurysm. Unknown how much maneuvering was done to achieve the desired position. No patient injury was reported. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil's failure to detach was most likely due to a fractured solder joint inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The deltaplush platinum microcoil 1.5 mm x 1 cm coil failed to detach after 3-4 attempts by pushing the button. The coil was safely withdrawn intact from the patient without stretching or unintended detachment. In response to follow-up as to whether the pre-deployment test was performed as outlined in the instructions for use, it was reported that the lights on the detachment box were indicating a good connection. The connecting cable and detachment control box were not replaced for detachment of subsequent coils. There was no abnormality was noted during delivery of the coil system through the unknown microcatheter. There is no further information regarding the positioning of the coil in the aneurysm prior to the reported failure of the coil to detach. The returned device positioning unit (dpu) failed electrical testing. Based on the analysis, the most likely root cause of the failure of the coil to detach was due to a fractured solder joint inside the resistive heating coil section. Based on the available procedural information, the circumstances of how and where this damage occurred as related to procedural use cannot be determined. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Additional information received indicated that pre-deployment test was not performed due to the lights on the detachment box indicating good connection. Unknown what type of microcatheter was used. The detachment button was pressed four times before the coil was safely withdrawn. There was no stretching or unintended detachment that occurred during the process of withdrawal. Unknown if the cable or dcb were replaced in an attempt to detach the subsequent coils. Unknown if noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. Unsure if repositioning necessary once the coil was placed in the aneurysm. Unknown how much maneuvering was done to achieve the desired position. No patient injury was reported.